Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of the set leaking at male luer and phaseal female luer connection. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
The customer reported leaking at the tubing male luer and phaseal female luer connection during a chemotherapy infusion. There was no report of pt harm or medical intervention. No further pt/event info is available.